Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device has been received at wwhq. More information has been requested.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that the stimulator electronics failed over time after humidity ingress at the housing braze joint through detected micro-leaks. Additionally, investigation revealed several damaged wires in the active electrode. However, due to a lack of telemetry data it cannot be determined whether this damage has been present whilst implanted and could have caused reduced benefit or if the damage is attributable to the explantation surgery. This is a final report.

Event description:
The explanted device was received at wwhq. Further information was requested but was not received.